Event description:
Inflammatory reaction [inflammation], injection site swelling [injection site swelling], blue discoloration (tyndall effect) at injection site [injection site discoloration]. Case description: spontaneous report received on (B)(6) 2009 and 23-jan-2009, from a physician via a business partner regarding a female, age and initials unknown, who experienced an inflammatory reaction, swelling at injection site and blue discoloration at injection site after receiving prevelle silk. The patient received an injection of prevelle silk on an unknown date. The hcp contacted a call center on (B)(6) 2009 and reported that the patient had persistent swelling after injection of the product into the submalar region. The hcp reported that the patient had already received medrol treatment but that the swelling persisted. The hcp stated that he called for treatment info regarding "the inflammatory reaction". The result of the hcp's medical eval was inflammatory reaction resulting from prevelle (silk). Additional info was received from the hcp on 23-jan-2009, via a business partner. The hcp reported that inflammation occurred intermittently after tear trough treatment with prevelle silk. The pt was treated with medrol dosepak 4mg po taper. The inflammation resolved. There was a remaining blue spot (tyndall effect) indicating superficial placement of the product. The hcp stated that he planned to treat with hyaluronidase and that the patient was his wife. At the time of this report, the outcome was unknown.

Manufacturer narrative:
The product lot umber was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to spec prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.